Manufacturer narrative:
A retained sample from the same lot, up30857, was visually examined. No visible defects were found on the package, solution or cannula. Manufacturing records were reviewed. All results were within specification. No nonconformity was noted. One deviation unrelated to the complaint was noted. No previous complaint has been reported on this batch. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction to initial MDR: malfunction should have been checked. Additional information: expiration 09/30/2017, return to MFR: 03/10/2015, device MFR date: 10/31/2014. The healon was returned to the manufacturer. Visual inspection confirmed the glass cylinder was broken at the opening. The blue rubber plunger was also observed to be damaged on the side. Functional testing was carried out on the sample. Although the glass cylinder was cracked and rubber plunger damaged, the healon could be expelled evenly and easily through the cannula as designed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that when opening the healon package, the nurse noted that the lower part of the ampule was broken and had a sharp edge. There was no visible loose glass particles in the box. There was no harm to the patient or the nurse.

Manufacturer narrative:
Expiration: unknown; there was no serious injury associated with this report. However, there is a potential for one to occur if the event were to recur. Date of manufacture: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.